Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. The actual sample was returned and evaluated. Visual inspection confirmed there were no anomalies; however, the distal segment of the device appeared to have been shaped. Inspection and testing confirmed there was no anomalies in the state of the distal extremity and product specifications were met. A review of the device history record revealed no product or manufacturing related anomalies. A search of the complaint file did not find any other report with the involved product code and lot number. Although the cause of the reported event cannot be definitively determined based upon available information, there is no indication that the cause was related to a device defect or malfunction. The potential for such an event is addressed in the precautions / warnings section of the instructions-for-use by statements such as: "manipulate the runthrough ns slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under high resolution fluoroscopy;" "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilation catheter or damage to the vessel;" and "before advancing the guidewire's tip throughout the dilation catheter, make sure that the direction of the dilation catheter's tip is parallel to the vessel. Damage to the vessel may result if the runthrough ns is advanced with runthrough ns' tip pointing toward the vessel wall or not parallel to the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. Pat. Prob. Code: 2135 - not labeled dev. Prob. Code: 1670 - labeled

Event description:
The user facility reported that a patient's blood vessel was perforated during a procedure. The following information was provided by the user facility: the perforated vessel was adequately treated with gelatin; the procedure was completed successfully; and the patient was released from the hospital as scheduled.